Event description:
The black handle is cracked. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that the event is attributed to a user cleaning error.